Manufacturer narrative:
The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header and setscrews were performed and revealed no anomalies. Channels were inspected and no foreign material was noted in any of the channels. Further electrical testing was performed and found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Event description:
It was reported that low pacing impedance was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.